Event description:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. The authors state that management of both complicated and uncomplicated stanford type b aortic dissections (adb) and intramural hematomas (imhb) remains a matter of debate. The authors conclude current guidelines consistently recommend endovascular repair for complicated cases and increasingly support intervention in uncomplicated dissections with clinical or morphological risk factors. However, there is no consensus regarding the optimal treatment strategy beyond the choice between endovascular and open repair. The aim of this study is to examine and find a favorable aortic remodeling (ar) and prevent chronic dilatation while maintaining an acceptable benefit-risk ratio. This retrospective, single center observational study includes all patients who underwent this spot-stent grafting for acute of aortic dissection stanford type b (adb) or intramural hematoma type b (imhb) between january 1997 and august 2024, they were started to be treated from march 1997 with unknown implant dates. A total of 846 patients were treated, however only a total of 30 patients (21 men; median age 62.9 years, range 29¿79) were analyzed for this study. All patients at this institute were treated by a gore® tag® thoracic endoprosthesis device of one generation; but it is not broken down which of the tag generation was used in these patients. Adverse outcomes, stated under 'aortic reinterventions' (per table iii): 7 of the patients underwent aortic-related reinterventions. This patient #3 is recorded under this case ID and was treated for a complication of the treated area with false lumen perfusion. Additionally, this information was provided that the device used for this patient #3 was a gore® tag® conformable thoracic endoprosthesis device (sn: (B)(6). The implant date for this patient was on (B)(6) 2017. The patient underwent a reintervention on (B)(6) 2018 with distal extension by two new ctag devices (unknown serial number). The patient is stated as 'alive'.

Manufacturer narrative:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. A1: patient initials were used for the identifier; limited information was provided for the patient details. H6: currently, there is ongoing communication about the event. No preliminary results are available yet. The device remains implanted; therefore, the product evaluation could not be performed. To code use, e2109: the annex e code would be chosen as 'e0523' to reflect the "persistent false lumen perfusion" as reported. For e2109 aka e0523, currently this newer e-code doesn't exist in the database and therefore, the code e2109 is selected as a placeholder. The event will be coded in future with e0523 (as per imdrf list: persistent blood flow in the false lumen of a dissection following an endovascular aortic repair (evar) procedure). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.